Manufacturer narrative:
Serial number on system controller was requested, the site was unable to provide the number. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had significant damage to their black and white power cable with intermittent communication with the system monitor. The log files showed power cable disconnects and power hazard alarms on the white power cable. The system controller was exchanged and the alarms resolved. The patient was stable.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of significant damage to the black and white power cable and intermittent communication with the system monitor was not confirmed. The heartmate ii controller was not returned for analysis; however, a log file was submitted. The submitted log file (labeled cs-176164 21261105) contained combined data spanning approximately 27 days (B)(6) 2022 ¿ (B)(6) 2023 per the timestamp). The controller and pump were able to maintain the low-speed limit throughout the entire log file. Pump operation was not affected by the damage to the power cables. There were no notable atypical alarms active in the log file that would indicate an issue with the power cables or communication with the system monitor. Provided information stated that the serial number of the system controller is unknown; however, the software version on the controller is 7.29 v2.42 v1.11 v1.06. Additionally, the system controller was exchanged, the alarms resolved, and the controller will not be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.